Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon squeezed the firing trigger to deploy the clip on the cystic duct. The clip deployed from the shaft of the instrument, but the legs of the clip were crossed over. The surgeon didn¿t experience a greater force to fire and no unusual noised were heard. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.